Event description:
The physician had difficulty maneuvering the catheter and noticed a kink on fluoroscopy. Upon removal, the physician noticed damage to the shaft.

Manufacturer narrative:
No pt consequence was reported. The catheter was visually and functionally examined. Damage to the catheter shaft was found 7.5 cm from the distal tip. The shaft damage did not affect functionality as the electrical continuity, curve, and simulated ablation met specifications. A sheath was used, however, there was no damage to the sheath. Upon f/u with the physician, there were no difficulties removing the catheter. As stated in the instructions for use, "excessive bending or kinking of the catheter may cause damage to the catheter."